Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be pursuing revision surgery at this time. The recipient continues to use the device. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues.